Event description:
It was reported that during a sub-total colectomy procedure the surgeon reported that while actioning this device, he noticed a sudden and uncontrollable dispersion of energy which from the mesocolon spread laterally to an ileal loop and tore it. In order to carry out and finish the case, the surgeon had to apply sutures to repair the tearing and then had to perform a bowel resection. Patient developed an acute peritonitis and had to undergo a second surgery and then be transferred to the intensive care unit. The device involved was unfortunately discarded by the hospital, and won't be sent for analysis.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. Additional information: how long has the surgeon and account been using this device? 1 year. Were you present for the procedure? No, the procedure performed in the night (emergency). Are the jaws cleaned of tissue between transections? N/a. Were the jaws cleaned with saline? N/a. Was the device dis-connected and re-connected to the generator? No. What disposable(s) was being used? No. What other instruments were used during the surgery? Monopolar device, no electrified instruments. The event states: sudden and uncontrollable dispersion of energy which from the mesocolon spread laterally to an ileal loop and tore it. How was the ileal loop "torn" by the device "dispersing energy?" As reported, during the activation of enseal, the lateral energy spread caused the damage of the ileal loop was there a burn and not a tear of the ileal loop. If a burn, how was it determined that the g2 super jaw device caused the burn and not another energy-sources instrument? The surgeon was using g2sj when the ileal loop was damaged; he heard a - burned sound - from the device and subsequently he saw the ileal loop damaged where was the device being used when the burn occurred? On the mesocolon. What is the size of the burn? About 1 cm. Was the observed burn on the tissue that the surgeon was attempting to seal (i.e. Burn is lateral or out of the side of the jaw) vs. Is the burn on different tissue that the surgeon was not sealing (i.e. Out the top or bottom of the jaw)? No. Is the burn was top to bottom or from the side of the jaws. From the side. Anything different with the patient size or anatomy that the device was used in a different position? No. Where is the burn? What part of the device is suspected of causing the burn? Jaws (what part) on the tip. What is the current patient condition? Intensive care. Regarding this statement: patient developed an acute peritonitis and had to undergo a second surgery and then be transferred to the intensive care unit. As patients can experience colon leakage as a postsurgical complication of colectomy, if the intestinal connection does not heal properly. As the bowel resection is part of the sub-total colectomy procedure, did the patient develop acute peritonitis as a result of a bowel perforation? Yes. If yes, what caused the bowel perforation? The surgeon saw during the second surgery, that the ileal loop burned was opened. When was the acute peritonitis diagnosed and how long after the original procedure did the 2nd surgery occur? Same day. What symptoms did the patient have (such as abdominal pain or swelling, fever or upset stomach)? Bile in the drainage, fever. What is the patient's current condition? Intensive care.